Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a company rep was trying to transfer a dbs patient but got disconnected. An attempt was made to reach out but only a voicemail could be left. The patient was having issues with their stimulator. There was no indication that the battery was low but they felt like it wasn¿t working.